Event description:
Had essure procedure in 2011. In 2012 I began having the following problems: flooding menstrual cycles, cysts and fibroids in ovaries, anemia, vitamin d deficiency, irregular cycles, pain in lower abdomen, back aches. Repeated trips to different doctors for above problems. Went to obgyn in 2013 through 2014 complaining of the above symptoms and that I thought the essure procedure was the cause. The doctor dismissed essure being the cause. Tried me on birth control pills with no success. (B)(6) 2015, a medical doctor did blood work that determined severe iron anemia and vitamin d deficiency. Obgyn doctors in 2013 and 2014, tried me on different birth control pills. In 2014, a different obgyn suggested a hysterectomy because birth control was not helping my cycles and essure cannot be removed. I did not get the hysterectomy procedure. Still having many menstrual problems that make it hard to go anywhere for the first 3 days of my cycles.